Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported that following an intraocular lens (iol) implant procedure, the patient experienced endophthalmitis. Additional information will be requested. There are four medical device reports associated with this event. This report belongs to patient 4 out of 4.